Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer's blood glucose was unknown. The drive support cap was normal. The discontinuation of the device was advised. Nothing further was reported.